Event description:
The pt was implanted with a smooth saline on 10/14/93, subsequently it was noted that the pt had developed capsular contracture and breast pain in her right breast and the prosthesis was removed on 9/30/97.